Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (lad) coronary artery with heavy calcification, moderate tortuosity and 75% stenosis. After pre-dilatate the lesion twice with a 4.00 x 8mm nc trek a rupture occurred in the second inflation at 12 atmospheres and removed independently. A non-abbott balloon was used to complete the dilatation and a non-abbott stent was implanted to complete the procedure. Resistances with the lesion was met during the advancement and removal. The balloon was not folded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.